Manufacturer narrative:
Qc results were within the lab's established ranges prior to the event. A field service engineer (fse) went on-site (B)(4) 2010 and found a piece of rubber stopper inside the electrolyte injector cup (eic) and cleaned the eic and electrode ports. Fse went on-site again after the customer called regarding the na problem on (B)(6) 2010 and again found rubber pieces in the eic. Fse suspected that tubes with already pierced caps were being loaded on the analyzer and replaced the eic, sample probe wash collar and blade wick. There were no further calls to bci hotline from this customer regarding na results.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results as high as 167mmol/l generated by the unicel dxc 600 pro synchron clinical system. The false high results were not reported outside of the laboratory. Patient results were requested but not provided by the customer. There was no affect to patient treatment as a result of this event.